Event description:
It was reported by the customer's mother, that the customer was hospitalized on (B)(6) due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 700mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injections and intravenous drip. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.